Manufacturer narrative:
H3 - device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a type 1b endoleak was identified on the zenith flex with spiral-z technology aaa endovascular graft iliac leg placed on the right. On (B)(6) 2025, indication for the elective procedure was an aortic degenerative aneurysm, juxtarenal neck (less than 10 mm). No history of growth more than or equal to 1.0 cm per year. No relining of pre-existing surgical graft or endograft with a fenestrated or branched endograft after prior repair. On (B)(6) 2024, pre-procedure computed tomography scan with contrast was used. The innominate artery, right common carotid artery, right subclavian artery, left common carotid artery, left subclavian artery, and celiac artery were incorporated into the repair. All the arteries mentioned were patent and no stenosis greater than 50% was identified. The celiac artery, superior mesenteric artery (sma), left renal, right renal, artery were all patent. No stenosis greater than 50% was present in the vessels. The right and left common iliac arteries were patent. The aortic valve was native. There was no arch bovine configuration. The maximum diameter of the diseased aorta on centerline was 79 mm. The intended proximal seal was zone 5: mid descending aorta to celiac. The left and right intended distal landing zone was zone 10: common iliac arteries. The patient underwent a fenestrated endovascular aortic repair on (B)(6) 2025 under general anesthesia. The patient was receiving heparin (anti-platelet therapy) at the time of the procedure. Percutaneous access was achieved in the right and left femoral arteries. Estimated blood loss was 100 ml. During the procedure no red blood cells/fresh frozen plasma/cryoprecipitate/platelets/cellsaver were given. Side branch catheterization and placement of all bridging stents was successful. No additional procedures were performed. During the procedure, the patient had the following devices placed: right renal artery: competitor's device 5 mm x 22 mm, right renal artery: competitor's device 5 mm x 22 mm, left renal artery: competitor's device 5 mm x 22 mm, left renal artery: competitor's device 5 mm x 22 mm, left renal artery: competitor's device 5 mm x 22 mm, left renal artery: competitor's device 5 mm x 22 mm, superior mesenteric artery (sma): competitor's device 6 mm x 27 mm, celiac artery: competitor's device 7 mm x 23 mm, celiac artery: competitor's device 7 mm x 23 mm, main custom made device (cmd): william cook australia rpn: aaa-fen-bifurcated-graft, right iliac: cook incorporated, rpn: zsle-24-90-zt, left iliac: cook incorporated, rpn: zsle-24-90-zt, left iliac: competitor's device. Procedural imaging (angiogram, cone beam CT without contrast) was completed on (B)(6) 2025. All target vessels were patent. No endoleaks were present. There was no evidence of stent graft integrity issues. All target side branch stents are intact. The patient was extubated under 12 hours and did not require a tracheostomy. The patient did not have any significant medical problems or complications after the procedure or before discharge. The patient was prescribed clopidogrel and a statin at discharge. The patient was discharged home on (B)(6) 2025, three days post-procedure. On (B)(6) 2025 a six-month clinical assessment was completed. Follow up imaging was completed. Since the last visit the patient has not had any significant medical problems or been hospitalized for any reason. A review of the follow up CT with contrast imaging completed on (B)(6) 2025 was completed. All stent grafts were patent. None of the target vessels had stenosis greater than 50%. A persistent type 2 endoleak was present. No intervention was completed to address the endoleak. There was no evidence of stent graft integrity issues. All intended side branch stents were intact. The maximum diameter of the diseased aorta (outer wall to outer wall) was 78 mm. On (B)(6) 2026 a clinical assessment was completed. A CT imaging was completed. A review of the follow up CT with contrast imaging completed on (B)(6) 2026 was completed. All stent grafts were patent. None of the target vessels had stenosis greater than 50%. A new type 1b endoleak on the most distal right iliac component was present. No intervention was completed to address the endoleak. There was no evidence of stent graft integrity issues. All intended side branch stents were intact. The maximum diameter of the diseased aorta on centerline (ow to ow) was 90 mm. The subject of this report is the type 1b endoleak on the zenith flex with spiral-z technology aaa endovascular graft iliac leg placed on the right (rpn: zsle-24-90-zt).